Event description:
While on the line with technical support, patient discovered missing segments in the aviva meter's result display. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.